Event description:
During a power anomaly, ventilator failed to recognize its back-up battery power and reverted to factory pre-set values, resulting in the pt being ventilated at the wrong rate & fio2 -other ventilators running at the time were not affected- ventilator has 1401 error according to field rep. Ventilator passed all tests prior to placing on pt and passed all tests post incident.